Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration data was ok. The customer's qc prior to the event was requested but not provided. The field service engineer replaced various parts. After service, calibration and qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable trigl triglycerides results for one patient tested on a cobas 6000 c (501) module. The initial triglyceride result was not reported outside the laboratory. The customer performed repeat testing with the same sample for confirmation. The patient's initial triglyceride result was 4.814 g/l, and the patient's repeat result was 1.391 g/l. The triglyceride reagent lot number was 477141 with an expiration date of 30-apr-2021.